Event description:
It was reported that the anesthesia system generated alarms for high airway pressure during patient treatment. There was no patient harm. Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Our company technician investigated the anesthesia system at the hospital. It was not possible to duplicate the reported issue. After having performed a successful system check out (sco), the device was cleared for clinical use with no further issues. The received device logs show that a successful sco was performed prior to the event. The technical log has no recordings on the event date. The event log has several clinical alarms such as expiratory minute volume: low, respiratory rate: low, peep: high, airway pressure: high and etco2: high. The ventilation mode was frequently changed between manual ventilation, volume control and pressure control. Sometimes, the ventilation mode switches were done only a few seconds apart. When high airway pressure alarms are generated, the inspiration phase is interrupted and transitions to the expiration phase and a lower volume than expected is delivered/measured and that may have been the cause of the described issue with no flow. We have not been able to determine the true cause of the experienced event.